Event description:
The suspect computer was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date.

Event description:
It was reported that multiple attempts to interrogate a generator were unsuccessful using the vns programming system. Additional information was received that the wand 9v battery was fine; all connections were checked and were fine; no emi noticed in the room. Further troubleshooting performed by the company representative identified that the cause of the issue was likely the programming computer not performing as intended. Return of the handheld computer for analysis is expected, but it has not been received to date.

Event description:
An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications .